Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that there was high out of range pacing impedances for the pacemaker and right atrial (ra) lead which triggered a lead safety switch (lss) and switched the vector to unipolar. They were also questioning if there was any indication of right ventricular (rv) lead loss of capture (loc) as well. The patient was scheduled to see the doctor the following monday. Boston scientific technical services (ts) reviewed events and daily measurements stored in the remote home monitoring system. It was noted that there was one pacing impedance measurement of greater than 3000 ohms that resulted in oversensing of the minute ventilation signal and a signal artifact monitoring (sam) event. After that, the stored atrial tachy response (atr) events show noise, which was thought to likely be from unipolar sensing. Events prior to the lss do not show atrial lead noise, and most were right atrial automatic threshold and right ventricular automatic threshold testing events. Ts discussed the possibility of a spring contact issue between the pacemaker and ra lead. The patient was brought into the office and a cause of the high out of range ra impedance was unable to be determined. The rv lead was set to unipolar configuration with a good threshold measurement. The physician has opted to make no other programming changes and will continue to monitor the patient. The pacemaker, ra and rv lead remain in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Investigation of the available information also determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. This device was included in the recent minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that there was high out of range pacing impedances for the pacemaker and right atrial (ra) lead which triggered a lead safety switch (lss) and switched the vector to unipolar. They were also questioning if there was any indication of right ventricular (rv) lead loss of capture (loc) as well. The patient was scheduled to see the doctor the following monday. Boston scientific technical services (ts) reviewed events and daily measurements stored in the remote home monitoring system. It was noted that there was one pacing impedance measurement of greater than 3000 ohms that resulted in oversensing of the minute ventilation signal and a signal artifact monitoring (sam) event. After that, the stored atrial tachy response (atr) events show noise, which was thought to likely be from unipolar sensing. Events prior to the lss do not show atrial lead noise, and most were right atrial automatic threshold and right ventricular automatic threshold testing events. Ts discussed the possibility of a spring contact issue between the pacemaker and ra lead. The patient was brought into the office and a cause of the high out of range ra impedance was unable to be determined. The rv lead was set to unipolar configuration with a good threshold measurement. The physician has opted to make no other programming changes and will continue to monitor the patient. The pacemaker, ra and rv lead remain in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Investigation of the available information also determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. This device was included in the recent minute ventilation sensor signal oversensing advisory population. Patient code 3191 captures the reportable event of surgery.

Event description:
Additional information was received that there continued to be high out of range pacing impedance measurements on the right atrial (ra) lead of greater than 3000 ohms along with oversensing of noise. The right ventricular (rv) lead also now had high out of range impedance measurements of greater than 3000 ohms along with oversensing of noise that led to pacing inhibition. Lead fractures were suspected, but not confirmed. Subsequently the patient underwent a revision procedure one month later where the entire system was explanted. No new system was re-implanted at that time, as the patient needed to undergo a MRI. No additional adverse patient effects were reported.